Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the optic was defective. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).